Manufacturer narrative:
Evaluation completed. One 25ga bi-blade vitrectomy cutter was returned. The original packaging was not returned. The part number and lot number cannot be verified. The tip protector was not returned. The needle was not bent. There was debris visible on the outer needle shaft. There was fluid visible in the tubing. The back cap was correctly positioned on the body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter was clogged and will not aspirate and therefore, cannot cut. Due to evidence of use, the cause of the clogged cutter cannot be determined. The root cause of the clogged cutter could not be determined due to the condition in which the cutter was received. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.

Manufacturer narrative:
Manufacturing and sterilization records for bl5425wvx, lot w9458 were reviewed and found to be acceptable. A review of the device history records for lot w9458 found that the lot was manufactured using specified materials and that all assembly, inspection, and packaging steps were performed according to procedure by trained personnel. Bausch & lomb performs 100% inspection prior to packaging, and documentation confirms that this inspection was completed for this lot. This investigation is ongoing.

Event description:
The user facility in (B)(6) reported a cutter did not cut the vitreous, but the aspiration function worked normally. The cutter was replaced and the procedure was completed without patient injury.